Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the atrial lead exhibited intermittent capture. Chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced successfully. The patient was in stable condition post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found no anomalies noted to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.